Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-may-2019. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('important pelvic pains') and burnout syndrome ('burns out invalidity stage ii') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), sleep disorder ("disrupted sleep"), sinusitis ("sinusitis"), myalgia ("muscle pain") and presyncope ("vagal malaise"). In (B)(6) 2018, the patient experienced burnout syndrome (seriousness criterion disability). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue, sleep disorder, sinusitis, myalgia and presyncope outcome was unknown and the burnout syndrome had not resolved. The reporter provided no causality assessment for burnout syndrome, fatigue, myalgia, pelvic pain, presyncope, sinusitis and sleep disorder with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.